Manufacturer narrative:
The calcium reagent lot number is 894309. The magnesium reagent lot number is 922940. The expiration dates were not provided. The alarm trace showed "sample foam detection" and "abnormal aspiration" alarms. The field service representative performed cleanings, flushed the vacuum and tubing/nozzles, performed adjustments and inspections, replaced a bent probe, and performed checks. The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium gen.2 and calcium gen.2 results for 1 patient on a cobas c 503 analytical unit. Sample 1: the initial magnesium result was 1.93 mmol/l, and the repeated result was 0.83 mmol/l. Sample 2: on (B)(6)2026, the initial ca result was 1.49 mmol/l, and on (B)(6) 2026, the repeated result was 2.31 mmol/l. Sample 3: this sample was obtained at the same time as sample 2. The initial result was 2.37 mmol/l, and the repeated result was 2.33 mmol/l. The samples were repeated because the physician questioned the results.